Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and, based on evidence provided with the sample and the sequence of events, it appeared that the damage occurred while the product was in use. One 5 fr d/l powerpicc was returned for investigation. Evidence that the catheter had been placed and used was found on the returned sample. The catheter had been cut at the 42cm depth mark and the section of tubing distal to the 42cm mark was not returned for investigation. Tape residue was observed on the extension legs, which would be expected from having the catheter secured and dressed. A red colored residue was observed in the extension leg with the red connector. A semi-circumferential breach was observed in the extension leg 8mm distal to the red luer. A crease or pinch in the extension leg was observed 3mm distal to the breach. A microscopic examination of the breach revealed rough and jagged edges along the breach. The compressing edges of the clamp revealed no sharp edges or damage. The breach allowed fluid to leak from the extension leg when flushing the catheter. As the sample revealed evidence that the catheter had been placed and used, it was determined that the extension leg was damaged after placement. Creases in the external surface of the tubing near the breach indicate that the extension leg was pinched and damaged from an external source and the damage most likely occurred during use. No damage associated with the manufacturing process was noted on the complaint sample. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
Per sales rep, the user facility reported that the red lumen on the PICC line was broken. The red lumen was clamped and infusion was conducted on the second purple lumen. The PICC was removed. There was no harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp0720 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
Per sales rep, the user facility reported that the red lumen on the PICC line was broken. The red lumen was clamped and infusion was conducted on the second purple lumen. The PICC was removed. There was no harm to the patient reported.